Event description:
On (B)(6) 2013 clinic notes dated (B)(6) 2013 and information were received from the reporter stating that the patient had visited on the latter date as a referral for a vns battery change. The patient stated that she had been experiencing a reflux of epilepsy and had the potential to begin experiencing seizures at night with sleep apnea. At that date the patient was tentatively scheduled for generator replacement. Follow-up with the physician indicated that the patient underwent generator replacement on (B)(6) 2013. Device manufacturing records were reviewed for both the lead and generator and it was confirmed that the lead and generator passed all functional tests prior to distribution. A battery life calculation was performed, indicating that the generator should not be at end of service based on the last known generator settings. Attempts for additional information will remain ongoing.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow-up showed that the patient did not experience an increase in seizures. The device was replaced prophylactically due to the length of implant.

Event description:
On (B)(4) 2013 the patient¿s explanted generator was received by the manufacturer for product analysis. Additional information is pending the results of the product analysis.